Manufacturer narrative:
Sc-1110-02 sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Event description:
It was reported that the patients ipg was non-functional and was losing its ability to charge. As a result, the patient was experiencing ineffective therapy. The patient underwent an ipg replacement procedure and the explanted ipg will be returned.

Event description:
It was reported that the patients ipg was non-functional and was losing its ability to charge. As a result, the patient was experiencing ineffective therapy. The patient underwent an ipg replacement procedure and the explanted ipg will be returned.